Manufacturer narrative:
(B)(6) additional information from concomitant medical products : guiding sheath (6f destination, terumo)guidewire (cruise, asahi intecc) balloon catheter (6mm*4cm, nse, goodman). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter was delivered to the lesion for pre dilation but ruptured at eight atmosphere during its initial inflation within thirty seconds. There was no patient injury. The saber balloon was replaced with a new competitor's balloon catheter and the procedure was completed successfully. The lesion was the left superficial femoral artery and it was heavily calcified with high stenosis. An ipsilateral approach was made with a 6f competitor's guiding sheath. A competitor's guidewire crossed the lesion and a saber balloon catheter was delivered to the lesion for pre dilation. The device has been discarded in the hospital and will not be returned for analysis.

Manufacturer narrative:
During use, it was reported that the 6x150mm 155cm saber rx balloon catheter (bc) was delivered to the lesion for pre-dilation but ruptured at eight (8) atmospheres (atm) during its initial inflation within thirty seconds. The saber balloon was replaced with a new competitor's balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the left superficial femoral artery (sfa) and it was heavily calcified with high stenosis. An ipsilateral approach was made with a 6f competitor's guiding sheath. A competitor's guidewire crossed the lesion and the saber balloon catheter was delivered to the lesion for pre dilation. The device was not returned for analysis. A device history record (DHR) review of lot 17320057 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with a high stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.